Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was not able to connect to the pump to get a bolus since this morning. Patient stated they charged the communicator but not for very long and when they took it off charge and tried to take the bolus, the controller got stuck at 90% and said pump not responding. It has done this since they got it in (B)(6) 2025. They didn't get a bolus this morning because the handset was stuck at 90% and now it was showing a lockout for 3hrs. They were assisted with clearing the data on the handset and they were able to successfully connect very fast and got the lockout screen. Agent reviewed device function and recommend patient consult with healthcare provider ofc for next steps.